Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket erosion. The device had begun to erode but had not broken through the skin. The physician repositioned the device and used a cangaroo pouch to help prevent infection. There were no additional adverse patient effects reported. This ra lead remains in service.

Manufacturer narrative:
This supplemental report was created to update b5: the device was explanted, d6b: explant date and h6: device explant.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket erosion. The device had begun to erode but had not broken through the skin. The physician repositioned the device and used a cangaroo pouch to help prevent infection. There were no additional adverse patient effects reported. This ra lead remains in service. Additional information indicated that the patient developed an infection at some point following the initial procedure, and this ra lead was explanted.